Event description:
It was reported that the tip broke off and is stuck in implant. There is no surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, "event description of complaint (please supply specific details): tip broke off and is stuck in implant" the product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the threaded tip of the inserter was broken. The broken fragment was not returned for evaluation. Without x-ray evidence provided, the presence of an embedded condition cannot be confirmed. Additionally, the implant was not returned for evaluation; therefore, the reported stuck condition cannot be verified. The observed conditions of the device are consistent with a component failure that was caused by exposure to unintended forces like impacting the device before it was fully seated; or by assembling the device in a misaligned position, heavy usage and impacted the device in areas that are not intended to be impacted. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. A search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot (product code: 259807570, lot - ab5341979) combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> a search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot (product code: 259807570, lot - ab5341979) combination. H11 additional narrative: added: d10.